Event description:
It was reported that the t: slim x2 pump battery was not charging, and there was a power source alert during the onset of the issue. There was no adverse impact to the customer's blood glucose level. The customer resolved the problem by using different charging supplies, specifically the tandem wall adapter and charging cable, which enabled the pump to begin charging.